Event description:
Minimed medtronic insulin pump model 722 allows for bolus delivery as normal, square wave, or dual wave. Choosing square wave or dual wave leaves pump in that selection for next bolus delivery. Pt used dual wave at 1800 on (B)(6) 2012. At 0700 on (B)(6) 2012, pt expected normal bolus for breakfast. Pump expected a time for dual wave delivery and the beep for this request was unheard after pump is placed back on belt amidst normal morning noise. This resulted in no insulin delivery and subsequent hyperglycemia. Dates of use: (B)(6) 2005 - (B)(6) 2012.